Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aortic neck was severely angulated. It was reported the bifurcated stent graft deployed fine; however, it was not possible to wire the contralateral gate due to the severe angulation of the aortic neck which was occluding the gate in an area that had fabric only and no stent. It was not possible to go up and over the aortic bifurcation to get the wire in through the other limb. The decision was made to convert to an aorto-uni-iliac by placing a cuff in the flow divider and followed by a fem-fem bypass. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Severely angulated aortic neck.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy).

Event description:
Additional information was received as follows: a recent angiogram showed there is an endoleak. The anatomy had mild calcification and mild tortuosity and there is a retrograde endoleak. The right common iliac artery was accessed and was coiled to resolve the endoleak. A talent occluder would not cross the anatomy due to narrow diameter of the access vessel.